Event description:
Hip replacement with depuy pinnacle articul/eze m-spec femoral head, acetabular cup and summit stem w/porocoat on (B)(6) 2008. One and a half yrs ago - (B)(6) 2012 - I started having serious pain. Doctor said it might be bursitis and gave me a shot. Pain lessened but did not go away. Returned to doctor last month and a blood test was ordered to check for metal poisoning. Reading showed a cobalt level of 8.5. Dr wants to replace the acetabular cup. I read on the internet about all the problems depuy was having and ran on this website that said I should report problems with hip replacement.